Manufacturer narrative:
(B)(4). This initial report was originally submitted on august 17, 2017. This is a re-submission per FDA request as the initial report was not received, only the follow-up report. The device evaluation summary and coding were provided on the follow-up report submitted august 23, 2017.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that titanium tip broke. The broken piece was retrieved by forceps and was discarded. Another like device was used to complete the procedure. There were no patient consequences for the patient.